Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 21 mm 3300tfx aortic valve implanted for 5 year and 5 months, patient underwent valve-in-valve procedure due to leaflets thickened but mobile with severe stenosis. The patient presented with progressive dyspnea on exertion associated with exertional fatigue, and nyha class ii-iii. The procedure was performed with a 23 mm 9750tfx transcatheter valve.